Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a patient with diabetes had the infusion set come off with the applicator despite following the procedure techniques. The infusion set had been confirmed to be loose and leaking. The event did affect patient care but there was reported no injury to the patient.

Manufacturer narrative:
D3 - postal code was updated. H6 was updated. The suspected device was not received for evaluation. The device history file was reviewed. There were no nonconformities were identified that may have contributed to the reported complaint. The complaint cannot be replicated or confirmed, and a root cause was unable to be determined. A good faith effort was conducted to retrieve the device from the customer.